Event description:
It was reported that during a transverse colectomy procedure, at first, the doctor felt that it was difficult to stop bleeding during use, and then, error sound was heard after two hours. When the doctor tested it again, the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.